Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic pain, abdominal pain, discomfort, urinary tract infection, enterocele, menorrhagia, dyspareunia, dysuria, post coital bleeding, frequency, pelvic adhesions, recurrent cystocele, erosion and urgency. It was also reported that the plaintiff allegedly experienced bowel problems, organ perforation, vaginal scarring, infection, emotional distresses, extrusion, and other unspecified injuries. The plaintiff underwent a series of revision surgeries and the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.